Manufacturer narrative:
No device eval was performed since the patch was not returned to the MFR. No review of the device history record was done since the product identifier was not provided. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant add'l info.

Event description:
It was reported that during a carotid repairmen performed on (B)(6) 2012, before unclamping, leaking occurred through the patch. Three hours were necessary to achieve haemostasis. Blood loss was about 1400 ml. Platelets transfusion was needed. The pt was reported to take platelet antiaggregant. No pt injury was reported. No add'l info regarding the product identification could be obtained at this date.